Event description:
It was reported that during an ablation procedure a leak occurred. While attempting to flush the sheath, the syringe was advanced and then withdrawn when air was noted at the port of the 3 way stopcock. The sheath was replaced to continue the procedure with no consequences to the pt.

Manufacturer narrative:
(B)(4). One 8.5f agilis introducer was received for evaluation. Visual inspection revealed the stopcock was cracked in handle valve area. Microscopic examination of the stopcock revealed a series of stress fractures in the handle valve area of the stopcock. The stress fractures caused the reported leak. There was no damage observed on the threaded areas of the stopcock.